Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the cause of the access site bleeding - major issue most likely was due to anticoagulation management. Low pump flow: the cause of low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.

Event description:
The user facility reported that a 84 year old patient developed a hematoma near their impella access site during support. Fem-stop was placed and heparin was put on hold to manage the condition. The following day, the pump began to experience intermittent suction issues. The pump was explanted the following day. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿